Manufacturer narrative:
Concomitant products: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017- product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving lioresal (500mcg/ml at 25mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the catheter came out of the patient's spine. The event date was unknown. The diagnostics/troubleshooting performed included x-ray, and it was specified that the patient had gained weight which may have led or contributed to the issue. The catheter was replaced on (B)(6) 2017 and the issue was considered resolved. The patient's status at the time of report was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.